Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was admitted to the hospital with elevated lactate dehydrogenase (maximum was 2154 u/l) and new left pleural effusion. Pump thrombosis was suspected, as evidenced by no unloading of the left ventricle during a ramp test or aortic valve closure at higher pump speeds. The patient also had signs and symptoms of hemolysis including anemia, low hematocrit, and hyperbilirubinemia. On 06/03/2015, it was reported that the patient was transferred to another hospital due to multiple low flow alarms with suspected pump thrombosis, and was treated with IV heparin. On (B)(6) 2015, the patient underwent a pump exchange.

Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 49 days. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found denatured rings of tissue-like thrombus adhered to the inlet bearing and bearing cup. The tissue showed laminated layering, indicating that the rings formed over an undetermined period of time. The thrombi would have contributed to the reported hemolysis and flow issues. The evaluation could not determine the cause of the thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.